Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was repeated on the same instrument and resulted as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site . The cse proactively replaced all integrated multisensor technology (imt) fluids, tubing, sensor, diluent syringe tip and diluent two-way value. The cse cleaned and lubed pump head rollers, styletted all ports, primed and adjusted pump count, and recalibrated and conditioned the imt. Diluent check and quality controls were run and all were within specifications. It was also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant, falsely low sodium result is unknown, as the redraw sample resulted as expected prior to troubleshooting. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.